Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed after successfully firing a few clips. No other information about the problem is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. The analysis results of the (B)(4) device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality, upon firing of the device, it fired two malformed clips due to an advancer bypass, and two clips were conforming according to our manufacturing specifications. Please note that an investigation has been initiated to address the potential root cause of this issue. The device locked as intended, but the orange indicator was over traveled. No incident related to the reported event was observed during the batch record review.